Manufacturer narrative:
The account provided a picture of the broken composite slingbar hook. The location of the break would indicate the outer edge of the hook was bearing the weight and not the bottom. Hillrom can confirm from photographs of the slingbar that one of its hooks has been broken. The fracture is located in the bending of the hook, above where the weight of the sling should be applied. In the instruction guide for universal sling bars (7en160185 rev. 4), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The account will replace the sling bar to resolve the issue. Based on this information, no further investigation required.

Event description:
Hillrom received a report from the account stating that the slingbar was broken when the caring staff used the strap to transfer a patient from armchair to bed. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).